Event description:
The customer reported that his olympus evis exera iii xenon light source was experiencing a scope detection issue as well as the front panel labels peeling during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed by bringing in a travel cart to use. Patient's overall outcome was noted as 'ok'. This report is being submitted to capture the scope detection issue.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was partially confirmed. The front panel labeling was peeling off, but the scope detection was functioning properly. The evaluators did note that the bulb will need replacing as the meter was reading at 500+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the device not detecting the scope could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the legal manufacturer's investigation. Based on the results of the investigation, even though the event was not reproduced, it is likely to have occurred due to a temporary malfunction or poor connection of the cable, however, a definitive root cause could not be determined.